Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance adjusting the pump time due to daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer had elevated blood glucose (bg) levels (270 mg/dl). Customer delivered a bolus to bring bg levels back to target range.